Manufacturer narrative:
Initial.

Event description:
It was reported that the patient accidentally removed the cartridge and, after reinserting it, received an unable to proceed alert when attempting to announce breakfast; troubleshooting identified an infusion failure consistent with a stalled motor, and the patient was instructed to disconnect, perform fill tubing until drops were observed, then reconnect and proceed with the meal, after which the announcement functioned as expected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem and an infusion failure associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.